Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00536. It was reported that the patient experienced ineffective therapy following a fall. Impedance check revealed high impedance on two of the leads ( t12 and l3). As such, surgical intervention took place on (B)(6) 2024 wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report event of impedance issue was confirmed. As received, microscopic inspection showed the returned lead (b) found a kink on tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.